Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose and went to the emergency room on (B)(6) 2016. Customer's blood glucose was 400 mg/dl. Customer had symptoms of headache, stomach ache and had high ketones. Customer was wearing insulin pump at the time of emergency room visit. Customer was not admitted into the hospital. After troubleshooting, it was found that insulin pump was working as designed. Caller was advised to contact healthcare professional regarding high blood glucose.